Event description:
On 04/18/1997, the MFR rec'd a package with two devices and a letter from the dist that states the following: enclosed are two devices from the facility with problems with the cuff. This report concerns the second device, unit #1/event (ref. MDR#1056436-1998-00027 for the first device/event). This unit (#2) was already implanted in the pt and the doctor was ready to make the suturing when he noticed the cuff was loose. Please investigate as it is very important that this situation is solved satisfactorily for the customer. Also, they are asking for replacement of all damaged units free of charge. No further details were provided at this time.